Manufacturer narrative:
Evaluated 1 open/used reservoir .inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: using a new transfer guard and plunger reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not have air bubbles and does leak. (B)(4).

Manufacturer narrative:
Evaluated 1 open or used reservoir (transfer guard and plunger not returned). Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: using a new transfer guard and plunger reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no leaks and no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that reservoir had leak on past second o ring. Customer stated seal at the bottom of reservoir came out. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.